Manufacturer narrative:
(B)(4). UDI # unknown. Method: the actual device was not returned. The device history record for the reported lot number, 0202322682, was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. Results: as the device was unavailable for analysis, no methods were performed. Therefore, results cannot be obtained. Conclusions: the device was not returned to halyard for evaluation therefore, we are unable to determine the cause for the reported event. Per the instructions for use (IFU) there are several factors that may affect the flow rate including fill volume, temperature, viscosity of the drug solution, pump position, storage time and external pressure. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
Fill volume: 241 ml, flow rate: 5 ml/hr, procedure: unknown, cathplace: intravenously. A report was received stating the patient pump infused 10-12 hours earlier than expected. Environmental conditions were described as ambient temperature, normal humidity, the pump was placed below the infusion site. The flow restrictor was taped to the patient's skin. No additional information was provided.